Event description:
Reportedly, the subject pacemaker switched in standby mode and was not pacing. The physician wants to know when the switch occurred, and whether the pacemaker is working properly. Reportedly, the patient was feeling tired when he came for the follow-up. He also has several health issues (non heart-related), which might have led to treatments by radiation therapy.

Event description:
Reportedly, the subject pacemaker switched in standby mode and was not pacing. The physician wants to know when the switch occurred, and whether the pacemaker is working properly. Reportedly, the patient was feeling tired when he came for the follow-up. He also has several health issues (non heart-related), which might have led to treatments by radiation therapy.